Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to full height auxiliary drawer 5 was unable to close complexity due to bad rails and customer was able to supply medications alternatively. A field service engineer detached the drawer, which caused the ball bearing cage to become dislodged from the right rail. Both rails were subsequently replaced. Preventative maintenance was performed on the device, and several drawers were inspected to confirm that no other drawers had exposed or missing ball bearings. The bus wire was examined for any cut marks, and none were found. All bus wire connections were reseated. After rebooting the device, all controller board lights illuminated correctly. No debris was discovered after the back panel was removed. A field service engineer stated that there was a delay in the dispensing of the medication. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported when using the pyxis medstation es system, the full-height drawer rail was completely broken. There were no adverse events or injuries reported based on this incident.